Event description:
It was reported that over time, the patient experienced frequent charging of the spinal cord stimulator (scs) implantable pulse generator (ipg). Additionally, one of the three scs leads displayed high impedances. The patient underwent a procedure where the ipg was explanted. Due one of the leads displaying high impedances and the three leads being implanted peripherally, the patient was unable to have an MRI. Therefore, the physician and patient made the decision to explant the ipg and all leads to allow patient to have an MRI prior to being reimplanted with a new scs system. The patient was discharged and recovering at home. The explanted devices will not be returned as they were disposed by the hospital.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-2366-50, serial number: (B)(6), batch/lot number: 7073196, model/catalog description: linear 3-6 lead 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2366-50, serial number: (B)(6), batch/lot number: 7073200, model/catalog description: linear 3-6 lead 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2366-50, serial number: (B)(6), batch/lot number: 7073269, model/catalog description: linear 3-6 lead 50 cm, unique identifier (UDI): (B)(4).